Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected fast ventricular tachycardia (fvt) and delivered a shock. It was suspected that the shock was due to atrial fibrillation (af) with rapid ventricular response (rvr). It was also noted that the ra lead was undersensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.